Event description:
It was reported that the patient's device was re-programmed and parameters were adjusted. Afterwards, the patient felt sweaty and complained of a fast heart rate. The patient called hotline and asked for programming again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).